Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device exhibited pacing inhibition and oversensing on this right ventricular (rv) channel. Technical services (ts) reviewed and suspected that the rv lead might have slightly moved. The health care professional (hcp) reviewed the x-ray imaging and stated that the rv lead was dislodged and now close to the atrium. The hcp will be further discussing with the physician. This rv lead remains in service. No adverse patient effects were reported.